Manufacturer narrative:
The customer, a biomedical engineer, further advised that he had been unable to duplicate the reported issue. The biomedical engineer then requested that the device be evaluated by physio-control. Physio examined the customer's device but was also unable to duplicate, or verify, the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would intermittently not deliver defibrillation energy. The biomedical engineer advised that there was patient use associated with the reported event and that a backup device was available for use; however, further details about the patient or the event were unavailable.